Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by nursing personnel that the pt came into the clinic the previous day not feeling "great". Lab work was performed and lactate dehydrogenase (ldh) level was at ldh 1200 and plasma free at 29. The pt was sent home, but was readmitted that evening with increased shortness of breath and brown urine. The pt had palpable pulses and the x-rays looked normal. The pt was not having power fluctuations of any kind. Pt placed on heparin drip. Add'l info rec'd confirmed that the lvad pump was exchanged for another lvad pump.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.